Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. X-rays revealed that the left octrode lead had migrated. The patient also has only minimal stimulation on the right side. Reprogramming was attempted, but the issue was unable to be resolved. As a result, surgical intervention may take place at a later date to address the issue.